Manufacturer narrative:
The customer reported that the multigas unit (gf-210ra) failed during use. No consequence or impact to the patient. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the multigas unit (gf-210ra) failed during use. No consequence or impact to the patient.

Event description:
The customer reported that the multigas unit (gf-210ra) failed during use. No consequence or impact to the patient.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019, customer at marcus daly memorial hospital reported the multigas unit (gf-210ra sn: (B)(6) was defective and not working. Service requested/service performed: exchange. Nka repair center evaluation: the unit was cleaned and decontaminated. The model, serial number, and all labels were verified. * physical evaluation: no physical damage nor fluid intrusion. * verify the complaint: cannot duplicate defective or not working complaint. Unit passes all tests. No error messages found. Investigation conclusion: the customer reported the unit was defective and not working however did not provide further clarification despite multiple follow up attempts. Evaluation of the unit at nka was unable to duplicate the reported issue. The unit passed all tested and no error messages were found. As the reported issue could not be reproduced, the root cause could not be determined. No risk analysis is performed as evaluation of the unit at nka did not identify a non-conformance. The following fields are not applicable (na) to the MDR report: a2 - a6 b2 b6 b7 d4 lot # & expiration date d6 - d7 d9 d11 & c2 f10 g6 g8 h7 h9 additional information: b4. Date of this report d10: device available for evaluation? F6. Date user facility/importer became aware of the event f7. Type of report f11. Date report sent to FDA f13. Date report sent to manufacturer g4. Date received by manufacturer g7. Type of report h2. If follow-up, what type? H3: device evaluated by manufacturer? H6. Event problem and evaluation codes h10. Additional manufacturer narrative.